Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported on (B)(6) 2003 the patient underwent anterior lumbar interbody fusion at l4-l5 and l5-s1 with bmp to treat longstanding back pain. He has had a previous l4-l5 diskectomy done under worker¿s compensation in 2002. The patient now has persistent mechanical back pain. During his spinal exam it shows severely restricted range of motion, flexion, extension and lateral bending. (B)(6) 2004 CT of the lumbar spine shows solid appearing anterior interbody fusion at the l5-s1 level with possible solid fusion anteriorly at the l4-l5 level. (B)(6) 2008 MRI of the lumbarspine shows unchanged anatomic appearance of the lower l-spine compared to CT on (B)(6) 2004. L4-5 and l5-s1 intervertebral body grafting appears normal. There is no residual or recurrent disc protrusion. Left posterolateral endplate spondylosis at l4-5 and l5-s1 with slight foraminal encroachment. Minor facet arthropathy on the right at l2-3 and on the right and left at l3-4 without foraminal encroachment. Right sided dorsal paraspinal muscular atrophy at l4-5 and l5-s1. On (B)(6) 2009 the patient presented with low back pain, right shoulder pain and neck pain. On (B)(6) 2009 the patient presented for low back pain which has worsened within the past couple of months. Is being treated by pain management and has failed facet injections in (B)(6) 2008 as well as medial branch neurotomy-some transient response. Reports constant pain across low back and upper buttocks. Assessment shows low back pain-chronic with possible chronic bony nonunion. Followed by pain management for chronic low back pain ¿ on chronic norco. Will begin monitoring medications